Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the preparation of the material for an emergency intubation, the balloon of the endotracheal tube was inflated in order to check its proper functioning and patency. On air injection, strong resistance and very slow and non-uniform inflation of the balloon at the distal end of the endotracheal tube. On deflation, same, very slow resistance and deflation. Delayed management in an emergency situation. A probe of the same reference but of a different batch was used successfully. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient after completion of successful intubation.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).